Event description:
A customer reported experiencing an infection that led to detachment of the adc freestyle libre sensor after 3 days of wear. The customer developed a fever on (B)(6) 2019and had subsequently contact with an hcp on (B)(6) 2019, who performed an "operation on the arm" and prescribed penicillin antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated and the adhesive was returned. Extended investigation has also been performed. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing an infection that led to detachment of the adc freestyle libre sensor after 3 days of wear. The customer developed a fever on (B)(6) 2019 and had subsequently contact with an hcp on (B)(6) 2019, who performed an "operation on the arm" and prescribed penicillin antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck and the adhesive was not peeling. Extended investigation has also visually inspected the returned sensor and no issues were observed. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an infection that led to detachment of the adc freestyle libre sensor after 3 days of wear. The customer developed a fever on (B)(6) 2019 and had subsequently contact with an hcp on (B)(6) 2019, who performed an "operation on the arm" and prescribed penicillin antibiotics for treatment. There was no report of death or permanent impairment associated with this event.